Event description:
It was reported that "instrument broke during implantation".

Manufacturer narrative:
Additional info has been requested and if available, it will be submitted in the supplemental report.